Event description:
Covidien 10f weighted tip, rigid port, stylet nasogastric feeding tube was placed to the left nare. X-ray confirmed in left lung. When rn went to remove feeding tube, pt experienced respiratory distress and repeat x-ray confirmed left pneumothorax.